Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It is unclear whether the reprocessing was carried out in accordance with the instructions for use (IFU), so the cause of the foreign matter remaining could not be determined. It was confirmed that there was no deformation in the area where foreign matter remained. The detection method is described in chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that water tightness was lost due to a pinhole on the bending section cover. In addition to the foreign material found in the nozzle, other evaluation findings are as follows: the adhesive on the bending section cover was chipped and scratched; the air supply volume and water removal ability did not meet the standard value due to clogging of the nozzle; the suction connector was dirty due to water leakage; the suction cylinder was shaved; and there were scratches on the bending section cover, the protector of the universal cord on the suction connector side, the plastic distal end cover, the universal cord, switch#1, and the connecting tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope had a pinhole. There was no report of patient harm. The device was returned, evaluated, and foreign material was found clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.